Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06068. It was reported the patient is experiencing ineffective stimulation. X-rays taken revealed one of the patient's scs leads migrated. The patient will follow-up with his physician to determine the next course of action. As it is unknown which scs lead migrated, all possible lots are being reported.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.